Manufacturer narrative:
Device received with constant a64 alarm and unable to communicate to blood glucose meter and the glucose sensor simulator to verify lost sensor, weak signal alarm due to a faulty on the radio frequency board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received a pump error alarm after performing self test. The customer¿s blood glucose was 4.3 mmol/l. Troubleshooting was done for pump error alarm. Customer was able to clear the alarm. Customer reported that the insulin pump did not required rewound. Customer reported about sensor and meter not working with insulin pump. Customer declined troubleshooting for meter and insulin pump as insulin pump need to be replaced. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.